Event description:
It was reported the patient lost stimulation coverage in her back, but continues to have effective stimulation her legs. The patient has been scheduled for a trial procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.